Event description:
It was reported that the programmer was returned for preventative maintenance and subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined during analysis of the programmer that the display was out of calibration, the x-y board was replaced and the display was calibrated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. 2182208-2022-00920 if information is provided in the future, a supplemental report will be issued.